Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR reports #: 1627487-2013-12027 and 1627487-2013-12028. It was reported the patient experienced shocking at the leads following a fall. It was also reported the ipg charging times had increased. The physician explanted and replaced the ipg and leads. Post-operative programming was unsuccessful in capturing pain coverage. Patient is scheduled for a follow-up with the physician.